Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device was explanted. This record is for the right side.

Event description:
Healthcare professional reported deflation. Device was explanted. This record is for the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: device patch with lot (or catalog) number, it was not possible to see the batch number and catalog of the device due to the quality of the photos. Observations noted: creases, fluid is observed within the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional later reported particles in valve.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, b.6, h.6.